Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: pm service complete in accordance with service manual, adjusted j3 and j6 tension cables, kincalled both right and left sides. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that rob2054 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints related to p/n 219999, robot number: rob2054 shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by dislodging of j3 and j6 tension cables as per the field service engineer visit. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
It was reported that there were issues with the mako robotic arm. It was further reported that "during a mako pka (mics 3.0) procedure, the mako robot drilled both anterior and posterior femoral posts. During trialing, it was found that the anterior femoral post hole did not match the location of the anterior post on the femoral trial. The correct size femur was prepared, and the correct size femoral trial was selected. The robot was brought back in to re-drill the anterior post hole. The re-drilled anterior post hole was in a different place than the first attempt, but fit the shape of the femoral trial and the case resumed. The two anterior post holes were between 3-5mm apart according to the surgeon. The reasons for the first anterior post hole being in the incorrect location are unknown as the bone registration was adequate, and both the femoral and cutting tool checkpoints passed successfully prior to and following bone preparation."

Event description:
It was reported that there were issues with the mako robotic arm. It was further reported that "during a mako pka (mics 3.0) procedure, the mako robot drilled both anterior and posterior femoral posts. During trialing, it was found that the anterior femoral post hole did not match the location of the anterior post on the femoral trial. The correct size femur was prepared, and the correct size femoral trial was selected. The robot was brought back in to re-drill the anterior post hole. The re-drilled anterior post hole was in a different place than the first attempt, but fit the shape of the femoral trial and the case resumed. The two anterior post holes were between 3-5mm apart according to the surgeon. The reasons for the first anterior post hole being in the incorrect location are unknown as the bone registration was adequate, and both the femoral and cutting tool checkpoints passed successfully prior to and following bone preparation."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.